Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.0/+1.5/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a same size, different diopter lens due to refractive surprise. The problem is resolved. The cause is listed as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn. Dimensional and functional inspection found the lens to be within specification. (B)(4).